Event description:
It was reported to philips that the paramedics were unable to acquire a 12-lead ECG during a patient event. The 12-lead ECG cables were re-plugged and adjusted, and the device was then able to acquire 12-lead ECG. There was no delay in patient care or adverse patient outcome.